Event description:
Reference MDR # 1219856-2010-00852 for the first event involving the same patient (pt). It was reported that the second catheter was inserted. The rn in the cath lab phoned the clinical support specialist (css) stating "there is no ap (arterial pressure) waveform on the fos (fiberoptix sensor) or transducer." As a result, they replaced the transducer & were ready to use the intra-aortic balloon (iab). The css confirmed with the rn that the fos & cal key were both connected to the pump. The rn stated that a green light bulb was present, the waveform appeared to be almost flat & there were excessively low pressures (<10 mmgh) occasionally noted, but otherwise absent. The fos status code was ok. The transducer was connected with no waveform. Per the rn "artifact noted on transducer with movement & central lumen flushing." The pump was pumping & utilizing the ect trigger & weissler timing. According to the rn "the pump was interrupted multiple times for procedures & the line is patent & flushes without difficulty." The clinical engineer asked the css if the pump should be switched (there was another pump close by). The css instructed the ce to connect the fos and/or the transducer to the second pump while leaving the pt connected to the original pump, which was currently turned to "standby" per the md. The same result was noted when trying the second pump & the css had the ce reconnect the fos and/or the transducer to the original pump. The css explained to the ce that the issue is not the cable, transducer or pump & it is occuring on both waveforms & is most likely the iab. The css stated that this issue could also be due to the placement of the iab catheter or a kink in the catheter. The ce stated the pump alarmed he loss 2 alarms & that the balloon pressure waveform (bpw) appeared "normal" just prior to the alarm, which points to the catheter as well. The ce identified that the he loss 2 alarm had occurred in 1:2, based on the printed strip. The css explained that this could be a potential iab leak & must be treated as such until verified. The css discussed with the ce about conducting a leak test on the iab & during their conversation the md removed the iab from the pt. The md inserted a third iab successfully & the pt is now receiving iabp therapy without difficulties.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.